Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there had been multiple intermittent instances where insulin gauge was inaccurate. Customer loaded new cartridges to resolve the issues. Customer¿s blood glucose level was 102-103 mg/dl.